Manufacturer narrative:
Product ID 8709, lot# l71605, implanted: 2000 (B)(6); product type catheter. (B)(4).

Event description:
The patient reported that their pump ¿malfunctioned before ¿expired¿. The patient stated they were positive that their prior pump did malfunction and people didn¿t believe him but the patient ended up in the hospital and a manufacturer representative had to come to the hospital to deal with the patient¿s pump. Per the patient their spouse thought that the patient was going to die. The patient further stated that ¿maybe they didn¿t replace the pump when I had the malfunction, I may be mistaken on that but I absolutely know that I ended up in the hospital because of a malfunction, they overdosed me.¿ the patient couldn¿t remember when this all happened but stated ¿it had to be prior to 2007 and obviously after 2000. The patient didn¿t know what drug was in the pump at the time. Additional information has been requested, but had not been received as of the date of this report.